Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary obstruction during a stent implant procedure on an unknown date. On (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) stent removal procedure was performed. According to the complainant, during the stent removal procedure, the physician noticed that the stent started to unravel upon removal. Reportedly, the stent was successfully removed using rat tooth forceps and the procedure was completed. There were no patient complications reported as a result of this event.